Event description:
Too much tibia resection. Femur guide internally rotated. Cuts were balanced in flexion but tight medially and loose laterally. Externally rotated the guide 3-5 degrees, used a 5mm posterior augment (lateral) and the 65 femur fit well. After using an 18mm liner, the knee was perfectly balanced and no ligaments or tendons were released.

Manufacturer narrative:
Method - segmentation review, planning review, jig design review. Results - segmentation review - pt has very thick cartilage medially and very asymmetric wear of the lateral condyle including bone. Large osteophytes on both the condyles and the anterior tibia. Planning review - performed to specifications using current work instructions. Jig design review - guides MFR to specifications using current work instructions. Conclusion - internal rotation likely due in part to asymmetric wear and the apparent deepness of the cut worn side vs non-worn side. Anterior osteophyte of the tibia can't be over segmented due to size.